Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. All of the buttons are functioning properly and no button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and scratched reservoir tube window.

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.